Event description:
The customer called to report a frozen screen and unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. No moisture damage was noted on the motor assembly.